Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection found no signs of physical abnormality that could have caused the reported problem. A flow rate test was performed, and the flow rate was found to be within the specification range of the product. The reported condition was unable to be verified. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a small volume infusor under infused. This occurred during infusion of fluorouracil. The reporter stated that ¿at the end of the infusion there was still an amount of solution inside the bladder.¿ the customer reported that the weight of medication in the device before infusion was 95.63 g; after the expected therapy time, there was 72.53 g of solution remaining in the device. It was further reported that only 639.15 mg of fluorouracil were infused into the patient rather than the expected 2646 mg. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, a photograph of the device was received for evaluation. Visual inspection of the photograph did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. In addition, a photograph has been received for evaluation. The evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.